Event description:
Customer reported alarm # 7 blood leak? (Centrifuge chamber) occurred at around 1300 ml of whole blood processed. Blood spilled out of the drive tube at the level of the upper bearing. The treatment was aborted, without blood returned to the patient. Operator reported the leak detector is not damaged. The machine has been cleaned. The patient was reported to be in stable condition. The customer elected not to return the kit for investigation; the customer sent pictures for investigation.

Manufacturer narrative:
The system was used for treatment. A review of kit lot c153 was performed and there were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, alarm #7: blood leak? (Centrifuge chamber) and no trends were detected. No corrective and preventive action was initiated for alarm #7: blood leak? (Centrifuge chamber). This assessment is based on information available at the time of this report. Evaluation of the photographs sent by the customer is still in progress; a supplemental report will be filed with the results of this evaluation, when completed. (B)(4).

Manufacturer narrative:
Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected. A corrective and preventive action was initiated for complaint category, drive tube leak/break. No corrective and preventive action was initiated for alarm #7: blood leak? (Centrifuge chamber). A photo analysis was conducted for this complaint. Review of the photographs shows the upper bearing stop had a groove cut into it and the drive tube is twisted. Based on the blood splatter, the leak is most likely from the twisted area of the drive tube. This is an indication that the bearing stop had delaminated from the drive tube. Therefore, the root cause of the leak was most likely due to the upper bearing stop delaminating from the drive tube. Therakos and the manufacturer have implemented corrective actions to address several potential root causes of drive tube delamination. Review of the device history record did not identify any related nonconformances. This lot was produced in february 2015 and had passed all lot release testing. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement process. (B)(4).